Manufacturer narrative:
H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
An article was published in cureus, citing a case study of "refractive results with eyecryl phakic toric intraocular lens implantation in a hospital in medina, saudi arabia: a retrospective study". The patient(s) experienced lens rotation/ lens repositioning and lens removal /replacement. The article reported, "one case was required icl repositioning due to spontaneous axis rotation" and "toric implantable collamer lens exchange".